Event description:
The pt reported his insulin infusion device has a black splotch on the lower half of its screen. He said the device has not been dropped or exposed to water. He stated, the device is still dispensing insulin and he confirmed his bolus amount through the vibration/beep feature. The pt was advised to switch to alternative insulin therapy until a replacement arrives. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.